Manufacturer narrative:
Product analysis #(B)(4). :conclusion: a segment of the driveline cable (B)(6) was received for evaluation which consists of the splice connector without the contact block. Visual inspection of the returned segment did not reveal any anomalies that may have compromised its intended use. Splice connector passed the continuity test, locking mechanism test and isolation test; no wires were found to be in contact with each other. The reported event was confirmed via log file analysis which revealed 1 electrical fault alarm recorded on june 23, 2017 at 22:34:37. Concomitant medical product: product ID (B)(4), lot# con211244, serial# (B)(6), serial number: (B)(6). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
***Initial narrative: ****20-jul-2017 - wrigha3, updated initial narrative: a report was received that one isolated, self-clearing " electrical fault" alarm was triggered on june 23rd, 2017 after the patient accidentally placed a high-tensile load on the driveline cable. Analysis of the controller log files indicated a brief overcurrent between the two motor cables. It was suspected that therewas a weak area that was sensitive to pulling inside the repair site. A driveline splice repair was subsequently performed onjune 28th, 2017 to replace previous splice repair driveline cable. The decision was made my manufacturer's engineer to not splice a new cable but instead replace splice connector by removing kapton tape, disconnecting, and reconnecting a new splice connector. The distal section of the driveline was replaced with a new section that was additionally secured with epoxy adhesive. The section that was replaced was given to the manufacturer's engineer for further investigation.****19-jul-2017 - wrigha3, initial narrative: a report was received that one isolated, self-clearing "electrical fault" alarm was logged on june 23rd, 2017. A driveline splice repair was subsequently performed on june 28th, 2017 to replace previous splice repair driveline cable. Splice tube was opened on site to inspect pins and wires. The decision was made to not splice a new cable but instead replace splice connector by removing kapton tape, disconnecting, and reconnecting new splice connector. The pump was stopped for approximately ten seconds during splice repair. The patient was hospitalized for the event and the repair was performed in the operating room (or). The patient was reportedly stable throughout the procedure. Photos of the reported splice repair were provided. ***supplemental narrative: n/a.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other products involved in this event: (B)(4) - controller / catalog number 1650de / expiration date: 28/02/2017. No, retained by patient. Retained by patient. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that one isolated, self-clearing "electrical fault" alarm was triggered on (B)(6) 2017 after the patient accidentally placed a high-tensile load on the driveline cable. Analysis of the controller log files indicated a brief overcurrent between the two motor cables. It was suspected that there was a weak area that was sensitive to pulling inside the repair site. A driveline splice repair was subsequently performed on june 28th, 2017 to replace previous splice repair driveline cable. The decision was made my manufacturer's engineer to not splice a new cable but instead replace splice connector by removing kapton tape, disconnecting, and reconnecting a new splice connector. The distal section of the driveline was replaced with a new section that was additionally secured with epoxy adhesive. The section that was replaced was given to the manufacturer's engineer for further investigation.